Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 8/14/97. On 8/15/97 after iabp for 17 hours, blood was noted in the tubing and the iab was removed. A second iab was inserted. (Event complications: none from the event - reported 8/26/97.) (Pt's current status: stable - rpt's 8/26/97.)